Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture during a high-rate pacing during tavi delivery. The physician decided to implant a temporary pacemaker lead into the right ventricular (rv) because 180ppm were required for tavi delivery. When stimulating at 180ppm with the temporary lead, every stimulus was capturing the ventricle. The rv and left ventricular (lv) pacing capture threshold were within normal range. The physician is now worried that rv/lv capture during atp delivery might be as unsuccessful as during this high-rate pacing attempt and had requested advice. Data has been provided for review, boston scientific technical services confirmed loss of capture on fast-rate pacing, however there was capture observed on the atp delivery and the device was able to capture. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture during a high-rate pacing during tavi delivery. The physician decided to implant a temporary pacemaker lead into the right ventricular (rv) because 180ppm were required for tavi delivery. When stimulating at 180ppm with the temporary lead, every stimulus was capturing the ventricle. The rv and left ventricular (lv) pacing capture threshold were within normal range. The physician is now worried that rv/lv capture during atp delivery might be as unsuccessful as during this high-rate pacing attempt and had requested advice. Data has been provided for review, boston scientific technical services confirmed loss of capture on fast-rate pacing, however there was capture observed on the atp delivery and the device was able to capture. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.